Event description:
A customer obtained an erroneously elevated troponin (accutni) result, above the ami cut-off, for one patient sample. Upon repeat testing on a different instrument, the accutni results were in the normal reference range. The erroneous result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin plasma without a gel barrier tube. A field service engineer (fse) was dispatched: the fse performed a special clean and conducted a diagnostic testing which met specifications. The fse discussed the advantage of gel barriers in collection tubes with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.